Manufacturer narrative:
The device currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 36 months after the implant the pacing impedance increased from 682 to 1950 ohms. Threshold was elevated as well (from 0.7v@0.4ms to 2.5v@0.4ms). The lead was capped and a new lead was added.